Manufacturer narrative:
Device evaluated by manufacturer: an examination of the crimped stent found that the proximal section of the stent was pulled distally along the balloon. This resulted in the proximal edge of the stent being positioned approximately 5mm distal to the distal edge of the proximal markerband. The actual stent was bunched up at approximately 3 mm distal to its proximal edge. No other issues existed with the device. The stent protector was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty stent damage was noted. When they removed the 3.00x16mm veriflex stent from the box the stent was "crimped". The patient status is listed as fine with no complications reported.

Event description:
It was reported that during preparartion for a percutaneous transluminal coronary angioplasty stent damage was noted. When they removed the 3.00x16mm veriflex stent from the box the stent was "crimped". The patient status is listed as fine with no complications reported.